Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was able to clear and rewind the alarm but alarm again reoccur after battery change. The customer was advice to replaced the pump. The customer was assisted with troubleshooting. Device will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. Insulin pump passed unexpected restart error test. No unexpected restart alarm noted. Insulin pump received with stripped battery cap coin slot (p), cracked battery tube thread and cracked reservoir tube lip noted.